Event description:
It was reported that the co reading was erroneous. The initial co was 4.9 liter/min. When checked again it was 6.2 liters/min. The cable was changed and the co was back down to 4.8 liters/min.

Manufacturer narrative:
Evaluation summary: examination found that the complaint could not be confirmed. The device passed all tests per procedure. No physical damage on the cable was found. No further action will be taken at this time.